Event description:
It was reported that post implant of a realize band placement, the patient was not experiencing restrictions and was gaining weight. A fluoroscopy was performed and it was determined a massive contrast leak at the balloon. The band was explanted and new band was implanted. The patient had received approximately ten adjustments. All fills were done under fluoroscopy. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.